Event description:
The patient reported their catheter dislodged. The patient stated it was just confirmed about 1.5 months ago when the healthcare provider finally performed a pump check and myelogram, however per the patient he was trying to get tested for months. The patient was told that the catheter had drifted and it was way down near l5. Due to the catheter issue the patient had a return of symptoms and was in pain. Per the patient this had been going on initially almost a year ago. The patient was also seeking a new hcp and having difficulty finding an hcp that would accept workers comp. The pump was used to deliver fentanyl and baclofen. No interventions or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).